Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the attachment device had vibration. The reporter stated that while the locking mechanism did secure the blade device when idle, once the attachment device was active the vibration of the attachment device and the additional swinging of the blade device deformed the blade's dowel pin holes. It was reported that a dowel pin was missing or deformed. It was reported that the blade was getting shredded/grinded when placed in the holder and the device was turned on. The event was not reported to have occurred during a surgical procedure. It was not reported if there was a delay in a scheduled procedure, or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that a dowel pin is deformed or missing was confirmed. An assessment was performed and it was observed that the pins in the oscillating head were deformed, and cannot secure saw blades. It was further observed that the device emits an unusual grinding noise, does not oscillate, and the device was unable to be disassembled. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.